Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr. Qc 2: 2.5 inr. The returned strips were tested on a reference meter with a high level control sample the obtained results were in the allowed range. No error messages occurred during investigation. The returned and the retention material meet the specification. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of a discrepant inr result with coaguchek xs plus meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 8:36 a.m. And 8:37 a.m. The meter results were 2.2 inr and at 8:45 am. The laboratory result was 1.2 inr. The patient's therapeutic range was asked for but not provided.